Event description:
The patient called and stated "my incision is 7 degrees hotter than the rest of my body after my recent replacement surgery. Is my device defective?" The device remains in use. No further patient complications were reported as a result of this event.

Event description:
The patient called and stated "my incision is 7 degrees hotter than the rest of my body after my recent replacement surgery. Is my device defective?" The device remains in use. No further patient complications were reported as a result of this event. Based on follow-up received from the clinic, the patient was seen and there were no issues noted at the visit.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku